Event description:
It was reported by the customer "on september 6, the snap buckle of the catheter fixation device was not tight, and the fixation function was poor. Adverse events are reported." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "on (B)(6), the snap buckle of the catheter fixation device was not tight, and the fixation function was poor. Adverse events are reported." No other information was provided.